Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received power error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis does not confirm pump error 25 was triggered when backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes or loaded vlith voltage was less the 3.5 volts for 4 consecutive hours. However, the insulin pump was received with minor scratched lcd window, case, scratched keypad overlay and fading serial number label.